Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Ever since beginning to use the system four weeks ago, customer regularly notices that the adhesive plaster of his head set is wet after he delivers a bolus. Patient confirms that he does not believe that insulin is leaking from the connection between tubing and head set as this connection is dry. However, he is unsure if the insulin is leaking from some point beneath the hub plate of the head set or if the insulin is leaking back out from his tissue. Patient states that he has experienced some raised blood glucose levels in association with this issue (up to 10mmol/l), however he has self-managed all of these and has not required any medical or outside assistance. No adverse event alleged. A request was made for the return of the device.